Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. However, neurological deficits are known inherent risk of the endovascular procedure and is documented in the pipeline flex instruction for use.

Event description:
Medtronic received information that this patient experienced eye movement disorder seven months post pipeline treatment. It was reported that medication was provided and the patient was confirmed to have recovered two months later. There was no report of a device malfunction. The aneurysm was located in the epidural vessel distal of the right internal carotid artery. The aneurysm was unruptured and fusiform. The aneurysm max diameter was 25 mm and the neck width was not identified. Pmh: the aneurysm was found by complaining of headache. Mrs prior to procedure: 0. Visual nerve indication prior to procedure: non.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.